Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 4 (indicating the sensor had a remaining life of 12 hours before ending). Sensor state 4 with event log 3 is an indication sensor was in expired state and had reached its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the c zone. The length of sensor wear was day 1. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated. Visual inspection has been performed and no issues have been observed on sensor patch. The sensor was found to be in sensor state 4 with event log 3 is an indication sensor was in expired state and had reached its end of life at the time of return. No failure modes were observed upon visual inspection of the plug assembly. Refr is within -20 to 20 counts. Accuracy tool passed testing. Poise voltage measured 36.2mv (specification 20mv= poise voltage =60mv). Sensor temperature is 21.52°c and room temperature is 20.41°c with a temperature difference of 1.11°c. Sensor temperature is within ±2.2°c of room temperature. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. The device history record (DHR) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.